Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a functional investigation on site. The motion batteries were replaced. The imaging system then passed the checkout and was found to be fully functional. The batteries were discarded by the site and not returned to the manufacturer for analysis. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reports that the motion batteries of the imaging system were weak. There was no patient present when the issue was identified. No additional information was provided.